Manufacturer narrative:
No service was requested by the user facility and no parts were replaced. Investigation consists of an evaluation of information from the user facility. After discussions, the respiratory therapist supervisors are no longer attributing the fluctuations in o2 concentration to the ventilator but rather the performance of their metabolic cart when using an incorrect breath detect mode. There is no ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration while connected to a metabolic cart for caloric expenditure measurements from another brand. There was no patient harm. (B)(4).